Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. After a non-bsc guide wire crossed the lesion, a 3.00 x 24 synergy drug-eluting stent was advanced over the wire; however, the stent delivery system (sds) became stuck. The sds was then removed together with the guide wire. The guide wire was advanced again, and 3.00 x 24 non-bsc stent was placed. The procedure was completed. No patient complications were reported and the patient's status was good.

Event description:
It was reported that catheter entrapment occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. After a non-bsc guide wire crossed the lesion, a 3.00 x 24 synergy¿ drug-eluting stent was advanced over the wire; however, the stent delivery system (sds) became stuck. The sds was then removed together with the guide wire. The guide wire was advanced again, and 3.00 x 24 non-bsc stent was placed. The procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the polymer extrusion found that the inner and outer polymer extrusion were severely damaged and stretched proximal to the stent and distal to the wire exchange port. It was not possible to load the device on a 0.014¿¿ due to the severe damage and stretching to the inner and outer shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).